Event description:
It was reported that there was excessive movement in the base unit. No other info provided. Add'l info was requested and the following was provided on (B)(4) 2013: the mayfield (a2009) 360 base unit was reported as damaged due to the shearing off of an internal mechanism which connects the cam lever operation to the base unit. The product was not in contact with the pt and there was no pt injury or death alleged. The event did lead to a significant increase in surgery time but the exact length of time was to be determined.

Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based upon the reported info.